Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned. Visual inspection found the coils to be stretched and the anode coil was fractured at the distal area of the lead. Analysis determined that although the coils were extremely stretched and an outer coil fracture was noted at the tip end of the lead, the damage appeared to be induced at explant, thus the electrical allegations from the field were not confirmed during testing.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms with significant lead noise. The noise was oversensed and led to inappropriately stored atrial tachy response (atr) episodes. The ra lead was at first electrically abandoned and a subsequent revision occurred where the lead was explanted. No additional adverse patient effects were reported.